Event description:
It was reported by service report that the power cord sheathing and nurse call cable was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - nurse call cable.